Event description:
It was reported that the device displays an error message indicating it is not locked, even though it is actually locked. The pump was reported defective by the recovery room. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. No service history review was reported. Visual inspection and functional testing were performed. The customer issue was confirmed as the device showed ¿cassette partially unlatched" and the root cause of the issue was found to be a defective latch/lock sensor. The latch/lock sensor will be replaced. The device was submitted for functional and delivery testing and shall be returned to the customer once all tests are within specifications.